Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device was not stapling. Opened a new one to complete the procedure. There was no patient injury.